Manufacturer narrative:
The insulin pump was received with intermittent act and esc button response due to flattened dome. The keypad connector was inspected and no anomalies noted. The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, we were unable to prime during prime test due to faulty force sensor resistor. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 12.1 mmol/l. The customer stated that the buttons on the pump are not responsive. The customer stated that the pump has not been dropped or bumped. The pump was potentially exposed to moisture as customer kept it in the pocket when it was raining. The customer stated that the b button was not responsive in the morning but worked alter on in the day. The customer will be sent a replacement pump.